Event description:
It was reported that this patient presented to the hospital for a device follow up due to noise resulting in inappropriate shocks from 2018 involving this electrode. A review of the provide data by technical services (ts) noted that the observed noise which was reproduced with all maneuvers in the alternate and secondary sensing vector confirmed an electrode mechanical issue. The patient was hospitalized and an x-ray taken did not show an electrode fracture. The device was reprogrammed to the primary sensing vector and no further episodes were seen. Additional information noted that the system was explanted. The electrode will be returned for analysis. No additional adverse patient effects were reported.